Event description:
Additional information: it was later reported that there was a hole in the catheter, that was observed in the intraspinal segment of catheter during surgery, that led to ineffective drug delivery. Prior to that patient had worsening spasticity despite dose increases. Catheter was replaced on (B)(6) 2013. Patient¿s dose was being titrated as needed.

Event description:
A catheter problem was suspected. It was stated that the patient was ¿dose creeping up" (increasing dose) and yet had return of some spasticity¿. They performed a cap (catheter access port) study and the flow was noted as being very sluggish. It was further added that the pump was due to alarm for eri (elective replacement indicator) hence they suspected catheter malfunction and decided to access the catheter. Healthcare provider felt that there was something going on with the catheter; in addition patient had two traumatic falls in the last year, hence they felt this added to the catheter event. Drug in the pump was baclofen. (B)(4): it was later reported that patient had positional spasticity overnight and hcp suspected decreased drug delivery. Location of the issue was not known as of yet and patient was due for surgery.they planned a replacement if revision was not possible in the or (operation room). Patient was being supplemented with oral meds until surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8577, lot# n091564, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j11210r29, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j11210r29, implanted: (B)(6) 2002, product type: catheter. Product ID: 8577, lot# n091564, implanted: (B)(6) 2007, product type: accessory. (B)(4).